Event description:
It was reported that an inappropriate shock was delivered involving this device. The device was reprogrammed from the secondary sensing vector to the primary sensing vector as a result. Technical services (ts) review of the case noted low amplitudes in the alternate and secondary sensing vectors. Ts discussed a thorough evaluation of the primary sensing vector as well as further investigation in the root cause of the recorded episode in order to understand potential impact on currently programmed sensing vector. Additional information noted that an in office follow up took place and exercise testing was performed. The primary sensing vector showed appropriate sensing, however an episode recorded in the primary sensing vector showed inappropriate sensing with t wave oversensing. Ts noted that inappropriate therapy had been documented in all sensing vectors and the patient was at risk of inappropriate therapy occurring again. Ts discussed that additional investigation was needed to determine if an invasive procedure would need to take place. Ts also confirmed based on x-ray images there was a full insertion of the electrode into the device header. No adverse patient effects were reported. This device remains implanted.